Event description:
The customer reported via phone call that she had a low reservoir alert and she cannot get past the set up and cannot rewind. Customer stated that the buttons were not working starting on (B)(6) 2015. Customer had a button error alarm and a motor error alarm during a bolus. Customer was unable to complete the rewind sequence. Customer was hospitalized on (B)(6) 2015 with a blood glucose in the 200's mg/dl. Customer was hospitalized in the past for diabetes related issues. Customer was taken off the pump by medical personnel. Customer felt nauseated and had diabetic ketoacidosis. Customer was treated with an insulin drip and was wearing the pump at the time of the visit. Customer was initially admitted because she had nausea, which she attributes to possibly having gastroparesis. Customer stated that the diabetic ketoacidosis could have been caused by the medical personnel removing her pump for hours and not giving her insulin. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.